Event description:
Per repair statement, the unit will not start.

Manufacturer narrative:
Per repair statement, the unit will not start. The key failure is a short circuit in the power switch on the control panel. Addtionally, the clamps on the manifold were causing the hose to leak, and the zip ties were causing the hardware to be loose.